Event description:
It was reported the dyonics power ii control unit began beeping and smoking when the shaver handpiece was connected to the control unit. No patient injury or complications were reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. The reported complaint has been confirmed. Unit displays ¿short circuit detected ¿error message upon power up. Cause of error is a defective main pcb. Two transistors are shorted out and resistor r54 is burnt. Control unit passed functional testing with a known good main pcb installed. The complaint investigation has concluded that a defective hand piece is the most likely cause of the damaged components.